Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if issue happened again.